Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, patient developed postoperative inflammation. The surgery itself was completed as usual and sterilization itself was also no different from usual. After confirming the status of sterilization in each operating room he contacted us today. The lens still remains in the patient's eye and the incision size was 2.6mm. Additional information was received and stated patient had tass (toxic anterior segment syndrome), high iop, corneal edema, kp (keratic precipitates), cells flaring and fibrin. The treatment course for intraocular inflammation was steroids, antibiotics and was ongoing.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).